Event description:
Related manufacturer reference number: (B)(4). It was reported that, following a fall, the patient lost therapy. It was found that the leads migrated. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.